Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of occlusion is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. A cuff miss occurred with the second proglide device; therefore, the suture of a third proglide device was used and successfully pre-placed. After the tavr procedure, a suture break occurred above skin level with the first proglide device. A hemostat was used to hold the suture and successfully advanced the knot of the first and third proglide devices. The sheath was upsized to a 14f, the suture of a fourth proglide device was used and although hemostasis was thought to be successful the vessel occluded. No blood flow was observed and a femoral endarterectomy was performed. Hemostasis was achieved via surgical suturing. The patient was fine post surgery. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.